Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed iop test failure at 10:01 am and experienced low blood glucose. The patient¿s blood glucose level was 43 mg/dl. The customer performed to troubleshoot for alarmed iop test failure and was able to rewind and the pump continued to operate and no settings were disturbed. The customer treated with food and juice and recovered and further declined to troubleshoot for low blood glucose. Self-test was performed and test was passed. The alleged device is not expected to be returned for analysis